Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that after a mynxgrip vascular closure device (vcd) was deployed, the balloon was deflated and brought through the advancer tube. When the advancer tube was removed from the incision site, a large amount of sealant was stuck to the advancer tube. At that time the patient started bleeding and manual pressure for 30 minutes or less was immediately applied until hemostasis was achieved. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a diagnostic coronary procedure. The patient's hospitalization was not extended. Visual inspection showed that the shuttle was engaged to the black handle. The sealant sleeve was pushed back against the green handle. The advancer tube was separated from the device. The sealant was not returned with the device. The condition of the returned device indicated a complete deployment of the sealant. The advancer tube was inspected for any anomalies/damages that could have contributed to the reported event. No damages were observed on the distal tip nor on the proximal tip of the advancer tube. Without the return of the complete device, functional testing could not be conducted. A review of the manufacturing documentation associated with lot f1717203 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The reported sealant stuck to device components failure was confirmed. The condition of the returned device indicated a complete deployment of the sealant. Based on the information provided and the investigation performed, the reported event may have been caused due to over-tamping which potentially contributed to the sealant becoming stuck to the advancer tube during removal of the advancer tube from the tissue tract. The mynxgrip instructions for use (IFU), step for deploying sealant, instructs users to: ¿gently advance the advancer tube until single marker is fully visible and then hold in place for up to 30 seconds.¿ then ¿lay the device down for up to 90 seconds.¿ if the tamping tube is pushed too far into the hydrogel sealant during the tamping step, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal. Also, if proper position of the tamping tube is not maintained during catheter removal, the sealant could be dislodged from the vessel wall; however, the root cause of the reported event could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that after a mynxgrip vascular closure device (vcd) was deployed, the balloon was deflated and brought through the advancer tube. When the advancer tube was removed from the incision site, a large amount of sealant was stuck to the advancer tube. At that time the patient started bleeding and manual pressure for 30 minutes or less was immediately applied until hemostasis was achieved. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a diagnostic coronary procedure. The patient's hospitalization was not extended. The vcd will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: after a mynxgrip vascular closure device (vcd) was deployed, the balloon was deflated and brought through the advancer tube. When the advancer tube was removed from the incision site, a large amount of sealant was stuck to the advancer tube. At that time the patient started bleeding and manual pressure for 30 minutes or less was immediately applied until hemostasis was achieved. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a diagnostic coronary procedure. The patient's hospitalization was not extended. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis the shuttle was engaged to the black handle. The sealant sleeve was pushed back against the green handle. The advancer tube was separated from the device. The sealant was not returned with the device. The condition of the returned device indicated a complete deployment of the sealant. The advancer tube was inspected for any anomalies/damages that could have distributed to the reported event. No damages were observed on the distal tip nor on the proximal tip of the advancer tube. Without the return of the whole device, functional analysis could not be conducted. A product history record (phr) review of lot f1717203 revealed no anomalies or non-conformance during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, the condition of the returned device indicated a complete deployment of the . Based on the information provided and the investigation performed, the reported event may have been caused by an over-tamping, potentially contributing to being stuck to the advancer tube during the removal of the advancer tube out of the tissue tract. Per the mynxgrip instructions for use (IFU), for deploying , it instructs users to ¿gently advance the advancer tube until single marker is fully visible and then hold in place for up to 30 seconds.¿ then ¿lay the device down for up to 90 seconds.¿ if the tamping tube is pushed too far into the hydrogel during tamping step, the grip tip of the may adhere to the advancer tube and the may follow the advancer tube out of the tissue tract during removal. Also, if proper position of the tamping tube was not maintained during catheter removal, the could be dislodged from the vessel wall. Neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.